Event description:
In 2004, co learned that the catalog and batch numbers reported to the MFR were incorrect. They have now been corrected in co's internal database as catalog number 085168, batch number 5669670.

Event description:
The doctor claims that the graft was implanted for an abdominal aneurysm excision and replacement procedure. After the operation, the pt developed a fever in excess of 38 degress celsius. The was a moderate increase in crp and wbc. An antibiotic i.v. Drip was administered and the symptoms disappeared. Along with a decline in the fever, the wbc and crp became normal. The graft was left in. The pt was discharged from the hospital on in 2004. The pt is doing well, now.